Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify low battery alarm, and unexpected battery power loss due to critical pump error (open book image) alarm. Moisture damage was also found on the motor, and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert, or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.